Manufacturer narrative:
Follow-up #1 01/02/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2013 with the following findings: the pump history showed one manual time change from 01/15/2007 at 23:29 to 10/21/2007 at 11:29. During testing, the pump was exercised for 24 hours with no issues; the pump was powered off for 6 hours but the time and date did not reset to default. The pump was opened and the internal pump battery was found to be leaking. Unrelated to the complaint, the display screen was found to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter stated that the time and date reset to january 2007. The reporter could not confirm if it was occurring with battery changes or reboots. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.